Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the display screen was blank. Insulin pump also received an unexpected restart alarm and a spanish software anomaly alarm. Customer reported that both alarms occurred during normal use. Troubleshooting was performed and customer was able to rewind pump. Customer reported that the contacts on the battery cap were damaged. Customer was advised that the battery cap would be replaced and to call back if display remained blank. Customer's blood glucose was 63 mg/dl. Insulin pump is not expected to return for failure analysis.